Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and "electrical impulses in left neck / chest." It was also reported that the right ventricular (rv) lead exhibited microdislodgement, oversensing and unstable thresholds. It was also reported that the right atrial (ra) lead exhibited fractures due to subclavian crush injury. The leads were reprogrammed and both leads were later explanted and replaced. No further patient complications have been reported as a result of this event.